Manufacturer narrative:
Medical products and therapy date detail of product: item #: 00000000511, item name: bushing of moving part 76/86, lot #: unknown. Item #: 00000000571, item name: gsb iii ulna 12/61, lot #: 2566460. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery several days after a trauma incident (fall), whereby the humerus fractured. Post revision surgery, the surgeon found that the implant gave resistance during extension-flexion testing on the prep table. The surgeon doesn't know if the patient experienced problems flexing or extending the arm when the device was implanted.

Event description:
Investigation has been completed.

Manufacturer narrative:
Event description: it was reported that the patient was implanted with a gsb iii implant many years back and had a revision surgery on the (B)(6) 2020, several days after a trauma incident (fall), whereby the humerus fractured. Post revision surgery, the surgeon found that the implant gave resistance during extension-flexion testing on the prep table. The surgeon doesn't know if the patient experienced problems flexing or extending the arm when the device was implanted. Review of received data: product experience report (per): in the event information section the following is stated: the patient had a gsb iii implant since many years back. She fell and fractured her humerus a few days before the surgery and the implant needed to be removed and replaced. The extraction was done (B)(6) 2020. After the implant was removed the surgeon anna stefansdottir thought the implant gave resistance when reassembled and move/tested in extension-flexion on the prep table. It did not move freely ¿ gave resistance. She does not know if the patient experienced problems flexing or extending her arm or notice any other problems. Other than these and the information indicated on the front page, there is no further information available. Product evaluation: as-received condition: in the as-received condition the humeral and the ulnar component were coupled and movement of the hinge was only possible when force was applied. There was the impression that the hinge has more clearance on one side of the intercondylar clearance as well as on one side between the articulation surfaces of hinge and humeral component. Disinfection and disassembly: the humeral component including the hinge was soaked in 4% disinfection solution (deconex 53 plus, borer chemie ag, zuchwil switzerland) two times for at least one hour. Due to this procedure a change of the movability of the hinge could not be noticed. Afterwards the hinge was disassembled. Organic material was found between the intercondylar clearance and the hinge. It seemed that the pe-pin-bushings showed a minor deformation on opposite sides in such a way that the polyethylene slightly protruded the edge of the hinge. The pe-pin-bushings were dismounted as well. There was also organic material between the bushings and the hinge. All parts were soaked using 2% cleaning solution deconex 11 (borer chemie ag, zuchwil switzerland). After removal of the organic material the parts were soaked again in 4% disinfection solution (deconex 53 plus, borer chemie ag, zuchwil switzerland) once for at least one hour. Metallic parts were autoclaved. Visual examination: the anchoring surfaces of the humeral component exhibit several shiny polished areas whereby larger polished areas are present on the dorsal side. On both sliding surfaces in the intercondylar clearance partial circumferential scratches are visible. While on one side the scratch is not closed towards the humeral side it is the opposite way on the other side. On the articulation surfaces fine scratches in direction of movement and coarse scratches most probably not deriving from articulation movement can be seen. There is a small damage probably due to the disassembly of the hinge on the side where the bolt was caulked. On the cylindrical surface of the hinge small polished lines in the direction of movement can be noticed. Both articulation surfaces of the hinge show a small polished stripe close to the sliding surface. On one side of the hinge the sliding side is polished and exhibits scratches while on the other side it is only slightly polished but the cylindrical area is polished and partially worn. The pe-bushing for the ulnar component has a crack in the rim on the dorsal side. Opposite the crack the polyethylene rim is slightly polished. The inside of the bushing appears to be deformed and there seem to be some signs of abrasion. The pe-pin-bushings have a partial minor deformation on the outer edge (palpable with the fingernail) probably due to cold flow. There seem to be some partially circumferential grooves on the front surface of the greater diameter. The bolt to fix the hinge in the humeral component exhibits several scratches probably deriving from disassembly and a slightly polished small stripe in the middle. The ulnar component shows slight damage on the bottom side of the collar as well as on the anchoring surface. These can probably be attributed to the revision surgery. On the dorsal side of the anchoring surface shiny polished areas are visible. The peg of the component exhibits several diffuse scratches. The face surface of the collar around the peg appears to be partially slightly polished. Functional test: after cleaning the parts, the humeral component was reassembled as far as possible using the same bolt. Then the hinge moved freely due to its own weight. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: the elbow prosthesis was revised after unknown time in vivo because the patient fell and had a fracture of the humerus. After removal of the prosthesis and reassembly the surgeon had the feeling that the implant gave resistance when moved in extension / flexion. In the as-received condition the humeral and the ulnar component were coupled and movement of the hinge was only possible when force was applied. Further, there was the impression that the hinge had more clearance on one side of the intercondylar clearance as well as on one side between the articulation surfaces of hinge and humeral component. The disassembly of the humeral component showed that there was organic material between the different parts and that the pe-pin-bushings were minor deformed on opposite sides slightly protruding the edge of the hinge. After cleaning of the parts the hinge moved freely due to its own weight. A minor partial deformation of the outer edge of the pe-pin-bushings could be confirmed at least by palpation. The scratches observed on opposite sides on the sliding surfaces in the intercondylar clearance match the polished areas seen on the hinge. This points to an off-axis movement of the hinge. The reason for this and if this contributed in any way to the hindered movement remains unknown. The humeral and the ulnar component show polished areas on the anchoring surfaces indicating signs of loosening. Based on the retrieval investigation and the information at hand it can be assumed that the organic material found between the parts of the hinge led to the hindered movement. It remains unknown if there were other possible influencing and / or contributing factors. Further, it stays unknown if the loosening of the components is a concomitant of the hindered movement or existed already before. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).